Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Once powered up with ac, the device inappropriately powered on in manual mode and was unable to switch to AED mode. Complainant indicated that there was no pt involvement in the reported malfunction.